Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the test cable expired. There was no reported patient involvement.

Manufacturer narrative:
Philips received a complaint on the heartstart mrx indicating that the test cable expired. There was reportedly no patient involvement. Remote support from the customer care solution center was received, during which a quote was provided for the replacement of the cable. It was determined that this was a malfunction of the cable which was ordered. The device remains at the customer's site. No further action is warranted at this time.